Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2026. It was noted that prior to receiving barostim, the patient was hospitalized for a week due to an extensive uti bacterial infection. Following the implant procedure, the patient was kept for observation due to the distance they lived from the implant center. On (B)(6) 2026 prior to being sent home, the patient experienced weakened strength, lack of stability and ability to stand/walk and low blood pressure and was admitted to the hospital where they received normal inpatient hospital care. Around (B)(6) 2026, the patient was moved to a "swing bed" and began physical therapy and rehab. On (B)(6) 2026, the patient was discharged with the use of a walker and as of (B)(6), the patient was continuing to rehab at their home. It was noted that prior to the implant procedure, the patient was using a cane.